Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh29 was used. There was leakage and another device was used to complete the case. The device was discarded.